Event description:
It was reported that the catheters did not have eyelets. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "thermocouple failure". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿inspect that catheter before use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters did not have eyelets. No medical intervention was reported.